Event description:
Pt presented to cath lab for insertion of pacer secondary to complete heart block, sinus bradycardia and fatigue. Physio lifepak 9p obtained to pace pt during procedure. As the heart rate was low the patches were placed in case of need. When staff went to use 9p and hit the pacing button, the monitor indicated the pacing cables were off. This was not the case. The monitor did not recognize pacing capability. The cables were in place and all connections were intact. Staff needed to give pt atropine and obtain a different monitor. Electrocautery equipment used prior to this incident. Could not subsequently reproduce event.